Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that while in the theatre, prior to surgery, the md inserted the intra-aortic balloon (iab) through the teflon sheath via right femoral artery with success on (B)(6) 2011 and pt was then transferred to the intensive care unit. On (B)(6) 2011, the pt was transferred to the theatre for surgery, the pump started giving helium loss alarms. No reason was found for the alarms, no blood in the tubing, all connections seemed fine, the pump was turned off during the operation and the helium bottle and pump were checked for any leaks and found none. The md made a decision to remove the balloon during the operation and insert a new one rather than risk the chance of a small rupture. As a result, the iab and sheath were removed together. A new kit was opened and the new iab was inserted through the teflon sheath via the same insertion site. There was no therapy delay or interruption in therapy noted. There was no report of pt death, complications or injury. The pt outcome is the pt is satisfactory.